Manufacturer narrative:
Insulin pump received intermittent button response due to j2/lcd unlock keypad connector. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked reservoir tube lip. (B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.